Event description:
It was reported the bd vacutainer® sst¿ blood collection tubes were was used after the expiration date. The following information was provided by the initial reporter. The customer stated: "expired tubes were used. It was discovered the vacutainers that had expired on 12/31/2021 had been used every day since to collect whole blood for testing which in turn has left of with quite a number of dubious samples."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary bd had not received samples or photos for evaluation. Retain samples from bd inventory could not be evaluated as the expiration date had been exceeded. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of expired tubes. Bd was not able to identify a root cause for the indicated failure mode and makes no claims on the use of expired products. H3 other text : see h10.

Event description:
It was reported the bd vacutainer® sst¿ blood collection tubes were was used after the expiration date. The following information was provided by the initial reporter. The customer stated: "expired tubes were used. It was discovered the vacutainers that had expired on 12/31/2021 had been used every day since to collect whole blood for testing which in turn has left of with quite a number of dubious samples."